Manufacturer narrative:
(B)(4). The amia device was evaluated along with a visit to the patient's home. A device history record review was performed and did not establish any relationship of issues during the manufacturing or refurbishment of the device. A service history review did not establish any relationship or potential cause of the reported event to the repairs made on the device. The event history log review was performed and it verified that the low priority alarm 30176 (max air exceeded) occurred several times on the reported day. There were no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A visual inspection was performed and no issues were noted. Functional rite (returned instrument test evaluation) testing was performed and no failures were identified, along with electrical testing. The device met product specification related to the reported event. Based on device testing and a visit to the patient's home, the reported alarm was determined to have occurred due to a use error, because the cycler was positioned higher than the allowable distance from the patient. The amia cycler was found to have been positioned above the patient, outside of the labeled height. This led the device to falsely detect air in the patient line, while draining, triggering the low priority alarm 30176. Proper instructions are addressed in ¿amia apd system patient guide¿. The guide has instructions on placement of the amia cycler and has a warning section that says to place the cycler within a specific distance of the height of the patient¿s catheter. The guide also explains the consequences of placing the cycler outside of this range. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an unspecified max air exceeded alarm occurred on the amia device during the drain cycle. The patient was connected at the time of the alarm and the therapy was ended as a result of the alarm. The caregiver (cg) stated that they checked the entire set up and did not find any leaks or loose connections. The drain line ran to the toilet and it seemed to be properly positioned there. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). During a follow up visit with the clinic, it was reported that the patient actually received the low priority alarm 30176 and not the max air detected alarm. The patient did not receive any air from the cycler as this type of alarm on the device is set to occur when the device is not at the proper height. The patient¿s cycler was reported to be outside the labeled height causing for the device to falsely detect air in the patient line while the patient was draining. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow up medwatch will be submitted.